Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced infection and skin breakdown at the implant site. Subsequently, the patient was treated with oral antibiotics for 1 week (date not reported). The device was explanted on (B)(6) 2025. It is unknown if there are plans to reimplant the patient as of the date of this report.